Event description:
It was reported that the patient presented in clinic due to dyspnea. Device interrogation revealed high pacing impedance and high capture thresholds a computed tomography confirmed cardiac perforation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.